Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown device manufacture date: unknown device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd microbore tri-fuse extension set the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter: event 2 - line disconnected for lab draw. When reconnected, the twisting portion of the tri fuse crumbled into pieces and was unable to be reconnected. The tri fuse went into service < 24 hrs ago. A new trifuse was primed and utilized. Target: when a line is disconnected and reconnected, the tubing should function until its change by date, no less than 96 hrs. Actual: a trifuse completely failed (crumbled into broken pieces) < 24 hrs after being put into service gap: trifuse needed to be changed sooner than anticipated. Short term concern while priming new trifuse that pt agitation would increase and the needed fentanyl would not be in line to provide increased sedation. Concern for pieces of failed trifuse in pt's bed. ¿

Event description:
It was reported while using an unspecified bd microbore tri-fuse extension set the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter: event 2 - line disconnected for lab draw. When reconnected, the twisting portion of the tri fuse crumbled into pieces and was unable to be reconnected. The tri fuse went into service < 24 hrs ago. A new trifuse was primed and utilized. Target: when a line is disconnected and reconnected, the tubing should function until its change by date, no less than 96 hrs. Actual: a trifuse completely failed (crumbled into broken pieces) < 24 hrs after being put into service. Gap: trifuse needed to be changed sooner than anticipated. Short term concern while priming new trifuse that pt agitation would increase and the needed fentanyl would not be in line to provide increased sedation. Concern for pieces of failed trifuse in pt's bed. ¿.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of flow issues (fluid blockage)/ component damaged - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. A review of complaint records for the bd trifuse product family did not reveal a trend for the reported failure mode. Due to no sample being received, further investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.